Event description:
Related manufacturer reference number: 3006705815-2022-00359. It was reported that the patient was experiencing ineffective therapy following a fall. It was discovered that both of the patient's leads had migrated. As a result, the physician explanted and replaced the patient's leads. Surgical intervention resolved the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.